Event description:
N/a.

Manufacturer narrative:
Additional information : e3 is unknown (initially it is submitted as "other healthcare professional") & e1(event site postal code - (B)(6)). It was reported that cardiosave intra aortic balloon pump (iabp) unit touchscreen not working. No patient involvement. A getinge field service engineer (fse) disassembly of the monitor and replacement of the touch screen with relative control cable. Disassembly of the trolley casing and replacement of the power cable, and issue resolved. The device has passed all performance and safety tests according to the specifications of the parent company. The device has been returned to the customer and cleared for clinical use. The failure did not cause damage or inconvenience to operators or patients.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11corrected fields: h6 (remove 3331 from type of investigation)

Event description:
N/a

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch screen not working and power cable to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.